Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The insulin pump will be replaced.

Manufacturer narrative:
There was a motor error alarm during rewind due to a corroded motor home switch. They were unable to perform displacement test due to the motor error alarm. The pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.